Event description:
The distributor contacted animas on (B)(6) 2014 alleging display screen on the pump was blank, but the pump had functional audible tones. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the moisture ingress issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed multiple call service alarms recorded at the time of the alleged display event. No power on reset was noted in the black box data prior to the call service alarms. On investigation the display screen was fully illuminated and legible. Investigation did not duplicate the alleged blank display issue.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.